Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the event history log was reviewed. The customer's stated problem was duplicated, and the cause of the issue was found to be a defective printed wire assembly (pwa) board. The device's downstream occlusion (dso) seal was also found to be detached. The pwa board and dso seal were replaced to fix the issue.

Event description:
It was reported that the pump cannot be switched off, was constantly restarting. Event occurred before infusion. There was no patient involvement.